Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that multiple occlusion alarms intermittently occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.